Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device lost aspiration. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device lost aspiration. The loss of aspiration was confirmed by watching the aspiration tubing. No error message was observed on the console. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. Visual examination found no damage to the device. Functional testing was performed by completing aspiration testing of the device per the test procedure. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-6 ml=94ml). Testing revealed that the device aspirated less fluid than the minimum acceptable amount.

Event description:
It was reported that the device lost aspiration. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device lost aspiration. The loss of aspiration was confirmed by watching the aspiration tubing. No error message was observed on the console. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the device had been actively running for less than one minute when aspiration stopped. The patient's status was fine. The patient was discharged after the procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. Visual examination found no damage to the device. Functional testing was performed by completing aspiration testing of the device per the test procedure. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-6 ml=94ml). Testing revealed that the device aspirated less fluid than the minimum acceptable amount.

Event description:
It was reported that the device lost aspiration. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device lost aspiration. The loss of aspiration was confirmed by watching the aspiration tubing. No error message was observed on the console. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the device had been actively running for less than one minute when aspiration stopped. The patient's status was fine. The patient was discharged after the procedure.